Event description:
It was reported during a laparoscopic nissen fundoplication the er320 was spitting clips when the handles were squeezed. The clips were falling out of the jaws also. A second device was opened and the same thing occurred. With both devices 12-15 clips worked fine and the remaining clips fell out of the jaws or were spit out of the jaws. They were able to complete the case with the two devices and the harmonic scalpel. There was no consequence to the pt.